Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was high due to issue with pump, reportedly customer applied manual injections to address the issue. Reportedly the customer replaced the cartridge and continued insulin therapy.